Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that over a month after initial implantation, it was decided that the size of the cuff was not suitable. The physician decided to remeasure and replace with a different cuff. There were no patient complications reported.